Event description:
Treatment of a partially thrombosed ba (basilar artery) aneurysm. It was reported that the patient presented with headache and partially thrombosed ba aneurysm underwent pipeline embolization treatment on (B)(6) 2013. After pipeline placement, the physician implanted 6 gdc coils (manufactured by boston scientific) and 6 target coils (manufactured by stryker) to finish filling the aneurysm sac. The patient did not wake from the general anesthesia and entered into a coma. Double anti-aggregation therapy was done through a catheter and it passed the lesion, pipeline, and aneurysm neck without any problems. Subsequently, the patient expired on (B)(6) 2013.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).